Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned journey fem impact bumper lt that one of the pegs is broken off the bumper. The broken peg was returned with the device. This instrument exhibits signs of significant use and wear. A medical investigation was conducted and confirms it was reported that no patient harm or injury was sustained as a result of this device related incident. The procedure was completed using the same device without delay. Therefore, no further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the knob of the jrny ii uni femoraltrial holder that tightens to implant snapped ((B)(6)) and the bumper cracked upon impaction ((B)(6)). These events occurred during use, while inside the patient. The procedure was completed using the same devices. No surgical delay or injury to the patient was reported.